Event description:
Indication: other common variable immunodeficiencies; other immunodeficiencies with predominantly antibody defects; immunodeficiency with predominantly antibody defects, unspecified. Patient reports pump (serial: (B)(6)] malfunctioning. Patient states when trying to unload the syringe after the infusion had completed the spring broke and patient was unable to wind back. No miss dose as a result of pump malfunctioning. No adverse event reported due to pump malfunction. Pharmacy replacing device associated with event. Unknown if device associated with event is being returned. No further info. Reported to (B)(6) by: patient/caregiver.